Manufacturer narrative:
Per the customer, sample 1 noticed to have clots in it while refrigerated after sample run. Sample 2 was normal looking after sample was run. No mention of calibration or qc problems by the customer. The customer cleaned the glucose cup assembly and it appeared (abnormally) yellow in color. Electrode face was cleaned. Monthly maintenance is performed weekly by the customer. A field service engineer (fse) was dispatched and replaced the glucose module. The module has been returned to bci facility for further evaluation. Root cause remains unknown at this time.

Event description:
A glucose post-mod customer contacted beckman coulter inc. (Bci), reporting two (2) erroneously high glucose (glucm) patient results that were generated by the unicel dxc 800 pro synchron chemistry analyzer while running in duplicate mode. The glucose post-mod account is monitored through (B)(4). Patient treatment was not affected in this event as the customer runs glucose samples in duplicate mode and verifies results prior to reporting.